Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated an r-wave amplitude measurement issue.

Event description:
It was reported there was an alert and the superior vena cava (svc) lead displayed high impedance. The svc was "programmed off." Following, the lead displayed low r waves. At the next follow up appointment re-programming will be done. The lead remains in use and no patient complications have been reported as a result of this event.